Manufacturer narrative:
The evaluation conclusion and clarification was added to h6 and h11. Additional information was added to h6. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was a defect (open seals) in the packaging that was related to the pouch over label. The label was larger than the pouch and adhesive tips were exposed. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The open seal in the primary packaging for the sterile fluid path product is unlikely to cause or contribute to death or serious injury if it were to recur. The sterility of the fluid path is maintained by the tip protector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device malfunction is unlikely to cause a delay in therapy. The customer has the option to discard the units and order new units. This is a label issue that is easily detectable before use and unlikely to cause or contribute to death or serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the yellow labeling of an unspecified quantity of clearlink solution administration sets was loosely attached to the packaging which resulted in tearing in the ends of the packaging. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.